Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end, biopsy/suction channel, aw channel, auxiliary channel cfu: negative. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unspecified microbial contamination. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.